Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology ¿ 80% stenosis, severe calcification and tortuosity). (Stent deformed). (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the lad with 80% stenosis, severe calcification and tortuosity. The device was inspected prior to use with no issues noted. The lesion was pre-dilated by balloon (14 atm). It is reported that the stent was deformed when advancing to the lesion. The device did not reach the lesion in the lad prior to deformation. Resistance was not encountered in advancing the device. It is unknown how the procedure was completed. The patient is good. Evaluation summary: the device returned for analysis. The stent was present on the balloon between the marker bands. The 8th distal segment was deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).